Event description:
It was reported via a trial that on (B)(6) 2010, the patient was found to have an st elevation acute myocardial infarction and required percutaneous coronary revascularization in the proximal right coronary artery (rca) with one 3.5 x 28 xience v stent, in the mid rca with one 2.75 x 28 xience v stent, and in the predilated distal rca to the atrioventricular artery with one 2.5 x 28 xience v stent. The patient was found to have multiple vessel disease and underwent a staged stenting procedure on (B)(6) 2010 in the bifurcation of the predilated distal left circumflex (lcx) and posterio-lateral artery with one 2.75 x 18 xience v stent and one 2.5 x 23 xience v stent. A second staged procedure took place on (B)(6) 2010 in the proximal left anterior descending artery (lad) with one 3.5 x 23 xience v stent and in the mid lad with one 2.75 x 23 xience v stent. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, the patient was found dead by family members. An autopsy was performed; however, the cause of death was unable to be determined. There was no additional information provided.

Manufacturer narrative:
(B)(4): (lot and serial numbers) 08/13/2010: stents: xience v stents 2.75 x 28 mm (B)(4), 3.5 x 28 mm (B)(4), 09/01/2010: stents: xience v stents: 2.75 x 18 mm (B)(4), 2.5 x 23 mm (B)(4), 09/08/2010: stents: xience v stents: 3.5 x 23 mm (B)(4), 2.75 x 23 mm (B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the patient was found to have an st elevation acute myocardial infarction and required percutaneous coronary revascularization. It should be noted the xience v IFU states: the xience v is contraindicated for use in patients who had recent acute myocardial infarction (ami) or who have not normalized the cardiac enzyme levels after ami. In this case, the reported cause of death is unknown; therefore, it is unknown how the reported use of the xience v stents in an ami patient may have contributed to the patient death.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Use of the device in a patient experiencing an acute myocardial infarction. The stent remains in the patient. The lot number was provided. A follow-up will be submitted with all relevant information.